Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate low voltage output. It's suspected that ventricular fibrillation was induced as result. No intervention was performed. Patient condition is unknown.